Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the nc trek, the protective sheath would not come off the balloon. The device was not used as it was decided not to apply force to remove the sheath. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The difficulty to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.